Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap, (lot number: p5a1118s), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic lobectomy for detachment of lung parenchyma, the surgeon was unable to squeeze the handle and the stapler was unable to fire. The devices were replaced with a new handle and 60 black staples to complete the procedure. No patient complications were reported as a result of this event.